Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy. According to the nurse, the patient was diagnosed with peritonitis on (B)(6)-2012. The patient was hospitalized on (B)(6)-2012 and discharged on (B)(6)-2012. The patient was still recovering and continuing peritoneal dialysis therapy. Additional information was received on (B)(6)-2012: treatment given was cipro. The event was not related to dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12049 and h11h02022. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.